Manufacturer narrative:
The investigation determined that lower than expected vitros malb results were obtained when processing non-vitros biorad quality control fluids, vitros malb performance verifiers and a single patient sample using a vitros dtibc reagent pack that was mis-identified as a vitros malb reagent pack on a vitros xt 7600 integrated system. The root cause of this event is user error while manually loading a vitros reagent pack. The vitros xt 7600 integrated system software was operating as expected.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower than expected vitros malb results obtained from vitros malb performance verifiers, non-vitros biorad quality control fluids and a single patient sample processed on a vitros xt 7600 integrated system. While investigating the issue, it was determined that the vitros malb results were obtained from a vitros dtibc reagent pack that was mis-identified as a vitros malb reagent pack. Discrepant results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros malb patient result initially obtained from the mis-identified vitros dtibc reagent pack was reported from the laboratory. However, a corrected report was later issued and no treatment was initiated, altered or stopped based on the initial lower than expected result. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).